Manufacturer narrative:
The return of the was requested. If the product is returned, product investigation will be performed, and - complaint would be updated upon analysis completion.

Event description:
It was reported that this left ventricular (lv) lead was not capturing properly. The physician did a xray and noted that the lead pulled back. This lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the was requested. If the product is returned, product investigation will be performed, and - complaint would be updated upon analysis completion. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The "known inherent risk" conclusion code was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that this left ventricular (lv) lead was not capturing properly. The physician did a xray and noted that the lead pulled back. This lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.